Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor underwent a normal shutdown following a monophasic pulse. The cause for the monophasic pulse failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The cause of the high voltage traveling to low voltage circuitry was shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, causing the 5v line to short to ground. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) delivered a monophasic pulse.